Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there was water leakage from the tube bag of the foley catheter. Per follow up information received via rcc on 08jan2026, stated that the issue appears to have originated from the base of the tube with the urine collection valve.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). Sample was not available for investigation. Therefore, the reported event was inconclusive. It is unknown whether the device had met relevant specifications. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be due to failed to detect leakage related defect due to automated leak tester malfunction that can caused premature deflation on leakers. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there was water leakage from the tube bag of the foley catheter. Per follow up information received via rcc on 08jan2026, stated that the issue appears to have originated from the base of the tube with the urine collection valve.